Manufacturer narrative:
: Results: the lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(4) 2014 due to overcorrection of lens.

Manufacturer narrative:
(B)(4): (overcorrection). (Lens explanted). Device evaluated by manufacturer? No - (other): lens not returned. Evaluation: method - work order search results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens not returned.

Manufacturer narrative:
Age - (B)(6), date of birth - (B)(6) 1963. Explanted date - (B)(6) 2014. (B)(4). Method: medical review. Results: per medical review - reportedly icl was explanted/exchanged six months postoperatively to address residual refractive error ("overcorrection"). No reported problem with the lens power or loss of bcva. It should be noted that patient was (B)(6) at the time of the surgery and, per dfu, visian icl is indicated for adults 21-45 years of age. Given all this information it is very likely that procedure related factor (wrong diopter chosen by a doctor) have caused/contributed to the event. Visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was a procedure related factor (wrong diopter chosen by a doctor). (B)(4).

Event description:
Additional information received - the reporter stated the lens was explanted on (B)(6) 2014. A new incision was made and the lens was explanted with no patient injury. The lens was exchanged for another micl13.2 but a different diopter (-8.5). The patient is doing well.